Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not provided, therefore a batch review cannot be conducted.

Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 (air in line) on the homechoice (hc) machine. The home patient (hp) states that the supply bag fell and became disconnected. Product surveillance contacted the hp regarding the reported event. The hp confirmed that the fluid in the supply bag shifted during therapy and caused the bags to fall. The hp stated he also notified his nurse who also retrained him on proper set up technique and procedure. The hp stated he discarded all the supplies and did not know the lot number. The hp was able to start therapy over again with new supplies successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error (B)(4) (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the supply bag fell and disconnected. Labeling review found the labeling adequate for the potential use/user error identified in this incident baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).